Manufacturer narrative:
The lead was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a significant increase in pacing threshold measurements up to 7.5 volts, and a gradual increase in pacing impedance measurements, from 400 ohms to 900 ohms. It was noted the patient rarely paces in the ventricle and has normal sinus rhythm and intact av conduction. The patient had four occasions of syncope. The patient's intrinsic conduction was at approximately 80 bpm during the clinic visit and the patient reported feeling like they were going to pass out. The cause of the syncope had not been determined but the physician suspected exit block. No episodes showing noise were stored and no noise was produced during troubleshooting. It was noted a holter monitor showed no loss of capture (loc) or pauses in pacing. It was also observed that the patient's heart rate dropped when they turned their head to the right, so carotid sinus hypersensitivity was suspected. The patient was scheduled for lead revision procedure two months later. At the procedure, loc was reported and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.